Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged, raised from the balloon and stretched along length of stent from the 5th most distal stent row. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2016. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. After a 6f non-bsc guide catheter was placed, a guidewire crossed the lesion. Pre-dilation was performed using a balloon catheter. Then a 28x3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.